Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was returned for evaluation. The investigation identified a break and device damaged prior to use. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model atg120162 pta dilatation catheter allegedly experienced device damaged prior to use and break. The information was received from one source. The malfunction did not involve a patient. Patient information was not provided.